Event description:
This is a spontaneous case report received from a consumer via regulatory authority (case mw5057807) in united states on 23-nov-2015 which refers to a female consumer of unspecified age who had essure (ess205) (fallopian tube occlusion insert) inserted in 2006. The consumer received the following concomitant medication: tenoretic (tenoretic), zoloft (sertraline), singulair (montelukast), zyrtec (cetirizine hydrochloride), imuran (azathioprine), potassium (potassium [potassium]), lasix (furosemide [furosemide]), vitamin d (colecalciferol), albuterol (salbutamol), and methotrexate (methotrexate [methotrexate]). Consumer reported she had essure procedure done and started having extremely heavy periods lasting weeks at a time causing problems with her day to day life. In 2007, a partial hysterectomy was done. Since that time she has been diagnosed with several new symptoms such as asthma, autoimmune disorders affecting her joints, muscles and skin, arthritis, worsening of heart problems, fluid retention and severe weight gain. She also experienced elevated liver enzymes, low potassium, low vitamin d and calcium and elevated iron stores. She had severe skin scarring with bronzing of the skin. The reporter mentioned the following event outcome disability and permanent damage, however she did not provide further details. Company causality comment: this non-medically confirmed, spontaneous case report refers to a female consumer who had essure (ess205) (fallopian tube occlusion insert) inserted and experienced extremely heavy periods lasting weeks at a time. A partial hysterectomy was performed. This event was considered serious and listed in the reference safety information for essure. In this case, consumer started experiencing this event after essure insertion. No alternative explanation was provided. Considering its nature and that menses pattern changes may occur with essure therapy, a causal relationship with suspect insert cannot be excluded. The reporter mentioned the following event outcome disability and permanent damage, however she did not provide further details. This case was regarded as incident since surgical intervention was performed. Additionally, non-serious events were reported. Further information and product technical analysis are being sought.

Manufacturer narrative:
Data correction: the product code knh was replaced with hhs.

Manufacturer narrative:
Product technical complaint results received on 11-jan-2016. This adverse event report is related to a product technical complaint (ptc). The bayer reference number for the ptc report is: ptc global number (B)(4). Final assessment: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: based on the available information no product quality defect was confirmed, therefore there is no reason to suspect a causal relationship between the reported medical events and a quality defect. The reported medical events are not indicative of a quality deficit per se. Since no batch number was reported. A batch investigation with respect to similar ae cases is not applicable. Follow up information received on 18-jan-2016: no further information could be obtained despite follow up attempts. Company causality comment: this non-medically confirmed, spontaneous case report refers to a female consumer who had essure (ess205) (fallopian tube occlusion insert) inserted and experienced extremely heavy periods lasting weeks at a time. A partial hysterectomy was performed. This event was considered serious and listed in the reference safety information for essure. In this case, consumer started experiencing this event after essure insertion. No alternative explanation was provided. Considering its nature and that menses pattern changes may occur with essure therapy, a causal relationship with suspect insert cannot be excluded. The reporter mentioned the following event outcome disability and permanent damage, however she did not provide further details. This case was regarded as incident since surgical intervention was performed. Additionally, non-serious events were reported. Based on available information, therefore there is no reason to suspect a causal relationship between the reported medical events and a quality defect. No further information is expected.